Manufacturer narrative:
Through investigation, it was discovered that this alleged event is a duplicate of an event previously filed under MFR report number 0001831750-2021-00959. Please see MFR report number 0001831750-2021-00959 for details.

Event description:
It was reported that a user sustained an injury due to the brakes being difficult to engage. Through investigation, it was discovered that this alleged event is a duplicate of an event previously filed under MFR report number 0001831750-2021-00959. Please see MFR report number 0001831750-2021-00959 for details.

Event description:
It was reported that a user sustained an injury due to the brakes being difficult to engage. No further information has been provided regarding the treatment of the injury at this time.